Event description:
As reported by the edwards clinical specialist, during the transapical tavr procedure, the rf3 balloon ruptured upon deploment of the sapien valve. Per the cs, the delivery device had been prepped per IFU guidelines with 21cc of contrast. The sapien valve was placed in a 50:50 position and the balloon ruptured once it was 95% inflated. Contrast could be seen escaping. The valve was able to be deployed in a 50/50 position within the aortic annulus with moderate to mild pvl noted. The balloon was then able to be retracted with difficulty. A second delivery device was used to post dilate and resolve the pvl to trace. The access site was closed and the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
Additional information: per report, the patient had severe aortic calcification. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Similar previous complaints suggest that patient factors (patient annular calcification) may have contributed to the event. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Per the clinical specialist, the patient had severe aortic valve calcification. Therefore, it is possible that the rupture was caused by puncture from a calcium deposit when the balloon reached full expansion and had contact with the severely calcified native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.